Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had the complete system removed on (B)(6) 2020 because it had never helped like advertised.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having diarrhea as a side effect of one of their medications, causing them to go 3-5 times a day. Patient's device worked during the trial and patient had fewer bowel movements and could go 2-3 days without having a bowel movement which was normal for them. Patient noted their trial had more control over it and allowed them to hold. Since implant, patient was back to their baseline symptoms of going to the bathroom several times a day sometimes and noted the device did not seem to be making any difference at all. Patient mentioned they had 'detrimental effect's and had a decrease in muscle tone in their sphincter/pelvic floor. Patient did a lot of exercises to strengthen their pelvic flood and sphincter, but noticed they could not hold the muscle for as long as they normally used to. Patient had little intermittent shocks in their vaginal area, which started after the first or second time they increased amplitude. It was noted the shocks were not painful, but felt like a static shock. Patient had increased amplitude multiple times but had not changed programs. Patient had been on program 3 since implant, as that was the recommendation of what would work best that the patient was given at implant. Patient did not want to decrease amplitude, as they feared it would lessen then therapeutic effect. Patient mentioned they had informed their doctor's office of their concern and patient was told their incision site was healing fine. No further complications were reported.

Manufacturer narrative:
H.6. Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported ¿it is still not working¿ which was clarified to mean the ins was not working. The patient noted that they had seen their healthcare professional (hcp) and the manufacturer¿s representative for the issue. They had also changed the setting to a different program on their own but nothing they had tried had worked. The patient was referred back to their hcp for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was in contact with a medtronic tech who was going to set up an appointment to explore the intermittent shocking, the loss of muscle tone in the pelvic floor and sphincter and their not having therapeutic effect. The patient stated in the meantime they were shown how to change the program and that stopped the shocks to the vagina but the patient noted there was still no improvement of their original symptoms. There were no further complications reported/anticipated.